Event description:
The patient was reportedly experiencing intermittencies, followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. It was reported that the patient was involved in a snowboarding accident while wearing a helmet about two weeks before the issue began. Surgery to explant the patient's device will be scheduled.